Event description:
On (B)(6) 2014 at the (B)(6) in (B)(6) it was reported that when in use on a patient, after 3 days the rotaflow console serial number (B)(4) displayed a head error message. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the error could not be reproduced. The device was returned to service. (B)(4).